Event description:
The customer called into philips reporting that while attempting to update the sw and install the new som as per the procedure, errors are detected on the log. There was no patient involvement.